Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Technical services (ts) reviewed the device data and noted pauses in pacing greater than two seconds on the stored electrogram (egm). Ts recommended to perform a chest x-ray to assess the lead position. No adverse patient effects were reported. This rv lead remains in service.